Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Inspection of the device revealed that there was blood on the coil and burr. The burr was detached and received on the wire. The distal end of the coil was stretched at the separation with some of the coil still inside the burr. The bottom of the burr was damaged. An attempt was made to remove the rotablator device and burr from the rotawire and was successful, as the device and burr were able to be removed with no resistance or issues. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 13nov2020. It was reported that the burr could not pass through the angle. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus was selected for use. During procedure, it was noted that the burr could not pass through the angle due to the resistance. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the burr was detached.